Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on unknown side on (B)(6) 2009. The patient was revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
Additional information was received on 06/18/2015. An e-mail from the legal department was received stating that its not a durom case. The legal claim is regarding a trilogy product. Another complaint was open under (B)(4), zimmer inc. (B)(4) (trilogy product). Please invalidate this case from your system. Zimmer (B)(4) will invalidate this case from the system. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).